Event description:
Hcw reported some sort of an allergic reaction occurred at the site where the tourniquet was applied. The reaction created a wheal around the pt's arm. The pt was administered benadryl and responded favorably to the medication.